Event description:
It was reported that prior to a lap roux-en-y procedure, several drivers from the cartridge reload fell out of the reload itself. Opened another to complete the case. No pt consequence.

Manufacturer narrative:
Cartridge drivers. Evaluation summary: the analysis results showed that three ecr60d cartridge was received without a device. The cartridge was noted to have 4 drivers missing, however the staples were present on the cartridge pockets. In addition the cartridge pan was damaged. No functional test was performed due to the condition of the device. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the mfg process. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.